Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract, the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead was attempted to be implanted. The helix was tested on the table and functioned as expected. Several positions were tried in the atrium, and once placed, the helix did extend fully after more than 30 turns of the fixation tool. Lead measurements were taken, with normal sensing and pacing thresholds observed. The pacing impedance measurements were greater than 4,000 ohms. In unipolar the tip electrode measured greater than 4,000 ohms while the ring electrode was 290 ohms. The helix could not be retracted again, so the lead was removed by turning the whole lead body. Another lead of the same model was implanted successfully. It was noted the anatomy was tortuous, and the final ra lead that was implanted was positioned while the catheter used to access the coronary sinus was still in place. The physician believed this helped to stretch the tortuous anatomy in the clavicular and vena cava superior regions. No adverse patient effects were reported.